Event description:
Boston scientific received information in (B)(6) 2010 that this patient's latitude system detected a red alert (high shock impedance). The clinic rn and local representative were notified. Boston scientific crm received information that the clinic rn had started to review the information on the patient monitoring system web site. The available information suggested at that time that the device and lead system remained in-service. Subsequently, boston scientific received information in (B)(6) 2012 that this local representative (name not identified) had contacted technical services to report that the device triggered a battery status indicator of end-of-life (eol) in (B)(6) 2012. The local representative wanted to know what device functions were disabled. The local representative commented that the lead diagnostic values have been variable including a greater than 125 ohms shock impedance. Historically, the right ventricular (rv) pace/sense impedance values have been in the 1000 ohm range but are now 200 ohms. The local representative wanted to discuss this further with the physician as there have been no reported patient symptoms. Technical services explained that the device's tachycardia capabilities is limited to maximum shocks only and suspects that the rv defibrillation lead may be compromised.

Event description:
Boston scientific received information from the local representative to report that there has been no boston scientific contact with the patient since 2010. The local representative commented that the patient was homeless at the time and could not be contacted. The patient monitoring system was disconnected as boston scientific has been unable to reach the patient for the past two years.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The available information suggests that this patient's device and rv defibrillation lead remains in-services. The investigation of this event is on-going as a request has been made to the local representative for additional information.